Event description:
According to the reporter: after demonstration of the structures at the first step the upper lung vein was step with the endo gia 45 vascular/medium (egia45ctavm). Then the below lung vein was step with a endo gia 60 vascular/medium (egia60ctavm). At last the isolated main bronchus was applied with a endo gia 60 medium/thick (egia60amt). All staples were placed correctly and tight. After the pt was transferred (air drained off a coil for closuring of the thoracotomy) and during the closuring of the thoracotomy there were several alarm signals on the part of the anaesthesia. The thorax of the pt was opened again and it was asserted that he had lost about 3 liter of blood. Synchronous pt got blood transfusion and was re-animated. The surgeon noticed after sucking off the blood out of the thorax that the below lung vein had an opening of about 2-3cm. The below lung vein was branches off and with seam material underfixed. The staple line at the below lung vein was not seeable to the surgeon. No reinforcement material used.

Manufacturer narrative:
(B)(4).